Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Initial reporter phone: (B)(6).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on (B)(4) 2015. Evaluation of the returned device found the poly taper is damaged. This would cause interference between the implant and instrumentation. It is not clear if the damage occurred during cleaning or use. If the stem was removed for cleaning and then over torqued when replaced this would mash the poly washer into the base causing a similar issue. DHR and inspection records noted no nonconformities. It is suspected the damage was caused during use or cleaning. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments; "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported patient underwent a hemi shoulder arthroplasty on (B)(6) 2015. During the procedure, the inserter handle would not disengage from the stem. Another instrument was utilized to disengage the inserter from the stem in order to complete the procedure.